Event description:
It was reported that the device had a low battery capacity. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the hlc's were completely drained, and the charge pak was measured at 9.5 volts. There was no further explanation of why the device failed. The root cause for the reported failure could not be determined. The customer received a replacement device.